Event description:
Bakri device was inserted while patient was in or. Bakri device was removed same day of insertion (while inpatient). After patient was discharged from hospital, stopcock from bakri device was found in vaginal vault. Patient was subsequently admitted with endometritis. We are unsure how stopcock became unattached from device.